Manufacturer narrative:
(B)(4). Concomitant medical products: persona articular surface fixed bearing right 10 mm item # 42521000510 lot # 62846474, persona femur standard right size 9 item # 42502606602 lot # 62945429, palacos r 1x40 single item # 00111214001 lot # 81764428, palacos r 1x40 single item # 00111214001 lot # 8174426, all poly patella cemented 32 mm diameter item # 42540000032 lot # 63104082. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00676, 0002648920-2018-00144, 0001822565-2018-04769, 0001822565-2018-04770. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent an arthroscopy to remove bone growth post right total knee arthroplasty.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No devices were received; therefore the condition of the components is unknown. Device history record (DHR) was reviewed and no discrepancies were found. The office visit notes states that the right knee arthroscopy lateral face patella resection was performed and suffer synovectomy 2 weeks post procedure. However, the surgical notes for this procedure was not provided for review. Per package insert, persona the personalized knee system(87-6204-022-23 rev a), the pain is known adverse effect of this procedure. Per package insert, persona the personalized knee system(87-6204-022-23 rev a), the pain is known adverse effect of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.